Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. The manufacturer's technical support specialist read the data log and determined that the perfusionist did not follow the proper shut down procedure which is a possible cause for the system computer to not charge the batteries. The perfusionist was informed of the proper shutdown procedure. The unit operated to the manufacturer's specifications.

Event description:
It was reported that heart lung machine (hlm) was not charging the batteries. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the system was used on (B)(6) 2021 and the batteries were fully charged. The next power up, the date had changed to (B)(6) 2021. The next time the system was power cycled the date appeared to revert to the correct date of (B)(6) 2021. The battery capacity was automatically set to zero based on the amount of detected storage time. Since the system was not actually in storage, the batteries were actually fully charged. However, this made it appear that the batteries were depleted (red battery and power manager light emitting diode (led)), but they were fully charged so no charging occurred. This was the reported issue. There is no indication of an actual problem with the batteries or the charging hardware including the power manager. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue occurred after cardiopulmonary bypass (cpb). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.